Manufacturer narrative:
(B)(4). Batch # p57z51. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: according to the surgeon, the malfunction occurred during the second shot on the device, it got stuck while shooting (the knife completed the cutting but staple line wasn¿t completed) the surgeon couldn¿t tell the shape of the pins. The bowel remained partially open, they did manual sewing and continued as predicted without any change or effect on patient.

Event description:
It was reported that during a whipple procedure, the device was used to cut the duodenum, the device got stocked, the bowel remained open. The opening was sewn, the device was replaced with a same like device and the procedure continued as projected. There were no patient consequences reported.